Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed numerous lines across the touchscreen consistent with screen delamination, and a replacement device was shipped with instructions for data sync, shutdown, return, and re-registration. Symptoms included hyperglycemia with a reported glucose up to 260 mg/dl lasting approximately 30 minutes without ketone testing or medical intervention. Outcomes included temporary disruption of therapy requiring use of backup insulin therapy and continued cgm use with a phone or receiver until replacement arrival. Investigation included remote troubleshooting and user education, review of device function based on reported behavior, and logistical replacement. Investigation of this device revealed a damaged display assembly consistent with delamination of the screen, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display module.